Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual inspection was performed. The distal end of the pusher wire (approximately 37cm) was found to be broken and was severely kinked. The break had occurred at the proximal marker. The proximal end of the pusher wire and coil were not returned. A microscopic inspection was performed. The interlocking arm of the pusher wire was inspected and no damage noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 24aug2015. It was reported that deployment issues occurred. A 2/3mm x 2.3cm interlock was selected for use. During the procedure, intermittent flush was performed. Then physician pushed the coil through the catheter, however, it was noted that the coil detached from the handshake connection of the delivery wire inside the catheter. The device was removed together with the catheter as a unit. The procedure was completed with the same catheter and another of the same coil. No patient complications were reported and the patient's condition is fine. However, device analysis revealed that the distal end of the pusher wire was broken.